Event description:
The report states that a nurse was unplugging the iec cable from the power supply unit when the iec chassis plug detached from the unit exposing liver terminals. The line terminal contacted part of an earthed transport incubator and cleared the fuse in the plug-top. The iec plug is only secured by the tags soldered into the printed circuit board the solder hasd failed.